Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, there was no failure identified. The alleged air bubble issue was unable to verified due to the cartridge not being returned for investigation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. In addition, air bubbles were observed in the infusion set tubing. Customer¿s blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.